Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported pericardial effusion in this incident appears to be related to patient morphology/pathology and/or user technique/procedural conditions; and unrelated to the device since there was no reported device issue/malfunction during the procedure. The reported patient effect of pericardial effusion as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: steerable guide catheter, clip delivery system, 1 implanted mitraclip. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This will be conservatively filed for the pericardial effusion. It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with a grade of 3. Two clips (80310u184 and 80312u172) were advanced to the mitral valve and implanted successfully. During preparation of a third clip (80312u170), the echosonography noted a pericardial effusion in the left atrium after clip (80312u172) was deployed, due to the cds contact with the left atrium wall. Pericardiocentesis was performed and the procedure was ended. Two clips were implanted, reducing the mr to <1. The patient is stable. No additional information was provided.